Manufacturer narrative:
This report or other information submitted by joerns healthcare under 21 cfr part 803, and release by FDA of that report information, does not reflect a conclusion or admission by joerns healthcare, its employees, its contract service firms, or their employees, finished device suppliers, or their employees caused or contributed to the reportable event.

Event description:
It was reported to the manufacturer, by the end user, per the end user, that one resident had two falls from a new sit to stand due to how the handles are on the outside of the bars, and an elderly, weak, person is forced to keep arms too far to the sides away from the body, which takes a lot of upper body strength. Complaint # (B)(4) was entered into our system.